Manufacturer narrative:
Product ID: 8780, lot#, serial#: (B)(4), implanted: (B)(4) 2014, explanted:, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 24mg/ml at 14.762mg/day and clonidine 3mcg/ml at 1.845mcg/day via an implantable pump. It was reported that the patient had a granuloma. Per the reporter, the patient developed some weakness in her legs and "foot drop or dragging" where she felt like she didn't have control of her legs along with hip pain that doctors felt was related to the granuloma. When they investigated, the granuloma was noticed at the tip at t10 so the surgeon decided to do a laminectomy. They did a biopsy of the granuloma and removed the portion of the mass along with the tip segment of the catheter.